Event description:
The patient reportedly experienced intermittency and sound quality issues between the external equipment and the cochlear implant. Programming changes were made, and external equipment has been exchanged. However, the reported problem was not resolved. Device revision surgery will be scheduled.